Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera bronchofibervideoscope exhibiting noise in the image due to corrosion of the electrical connector. Upon inspection and testing of the customer returned device, coating of the scope insertion guide tube was found peeling off (1-2mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, noise in the image due to corrosion of the electrical connector, allow angle over, flexible tube of the insertion section crushed, coating of the ig coil is peeling off (1mm2 or more, curved rubber adhesive missing, corrosion of the electrical connector contacts, and scratches found on the universal cord. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.